Event description:
A customer reported a cartridge change error with their pump after attempting to change the cartridge four times. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting the o-ring and cleaning the pneumatic tap area before successfully assisting them in filling and loading a new cartridge, allowing the customer to complete the load process and resume insulin.